Event description:
The patient underwent a two-part procedure (abdominoplasty and mini face/neck lift). First procedure was on the face and a count was conducted when closing the face. The patient was scanned using the situate wand and the wand indicated a clear read. The patient was then re-prepped and draped for second portion of surgery. A full count was done and a scan was conducted with the situate mat, since it was an abdomen procedure. The mat indicated a detection. Counts were redone and correct twice. The table and mayo stand were moved from the field to ensure no interference. Scan repeated and operator still received detection reading from the mat. A scan was then performed using the situate wand and the scan read clear. Counts were correct multiple times. After the procedure once the patient was moved from bed to stretcher, operator tried to scan bed with situate mat several times. Each time, the mat was detecting, despite nothing being on the bed.